Event description:
Per hospital staff, patient was placed on c2 driver prior to surgery and freedom driver side (blue) spring was flipped in cpc connector. Mcs coordinator was able to disengage from cannulas to attach to c2.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in the driver's data file. Visual inspection of external components found right cpc connector spring displaced. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Although the spring was displaced, the cpc connector was able to be connected to the cannula of the stah. No additional testing was required as the reported complaint was confirmed during visual inspection. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported flipped spring in the cpc connector is determined to be the use of a wire tie within the cpc connector body and coming into contact with the spring. This is a known issue that is currently being addressed. While this is a device malfunction of cpc connector, this does not inhibit the driver's ability to connect to the cannula of the stah. Failure investigation identified no test failures or damage that could have contributed to the event. Although the switch to the companion 2 driver was slowed due to the connector issue, it was still successful and had no reported impact on the patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, patient was placed on c2 driver prior to surgery and freedom driver side (blue) spring was flipped in cpc connector. Mcs coordinator was able to disengage from cannulas to attach to c2.